Event description:
Device was reported to have malfunctioned during use. Upon receipt of the product, it was noted that the pivots had come free from the device and were missing. No pt injury was reported and no hosp incident report had been filed. Hosp could not answer as to the location of the missing pieces. The co is therefore taking the conservtive approach and is filing.